Event description:
The following was reported by the patient's attorney: (B)(6) 2003: the patient underwent surgery, during which the salute fixation device was used. On (B)(6) 2003: the patient underwent an additional procedure, it was found that the patient's bowels had been punctured, bowel content was leaking into his abdomen, he had developed a massive infection, and the non-bard mesh was excised. The attorney alleges the patient sustained serious and permanent personal injuries, was caused to suffer loss of bodily function, disfigurement and scarring, pain of body, which he will continue to sustain in the future.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. The attorney report alleges the salute fixation device contributed to the patient's bowel puncture and the leakage of bowel content into the abdomen. The attorney has not provided medical records and no product code or lot number was provided, therefore a manufacturing review is not possible. Additionally, no sample was returned for evaluation. With the currently available information, no conclusion can be drawn.